Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited loss of capture (loc) and was successfully repositioned one day post implant. Two days later, this lead exhibited loc again and impedance measurements of greater than 2000 ohms. This lead was explanted and a new lead was successfully implanted.